Event description:
It was reported that battery did not hold charge as well as before, requiring charging every other day. There was no reported impact to the customer¿s blood glucose level. Patient was still within warranty and declined follow-up contact, and no additional actions were taken by technical support at this time.